Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during use of intra-aortic balloon (iab) therapy, two kinks were observed in product. Therefore, balloon was exchanged to continue the therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during use of intra-aortic balloon (iab) therapy, two kinks were observed in product. Therefore, balloon was exchanged to continue the therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter and between the catheter and sheath. One kink was found on the inner lumen within the membrane approximately 24.1cm from the iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed the kink in the catheter. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during use of intra-aortic balloon (iab) therapy, two kinks were observed in product. Therefore, balloon was exchanged to continue the therapy. There was no reported injury to the patient.